Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information: patient was injected in the malar cheeks with 0.3cc of juvéderm voluma® xc. Treatment is noted as three rounds of hylenex and biaxin. Event has resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient experienced ¿cheek pain at rest and to the touch, tender, swelling and lump with low grade temperature¿ after they were injected in an unspecified area with an unspecified number of syringes of juvéderm voluma® xc. Symptoms ongoing.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿cheek pain at rest and to the touch, tender, swelling and lump with low grade temperature¿ after they were injected in an unspecified area with an unspecified number of syringes of juvéderm voluma® xc. Symptoms ongoing.